Event description:
The facility representative reported a flogard infusion pump with a failure code of 49. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of failure code 49 was confirmed during device evaluation. The assignable cause has been identified as a leaking battery. The battery was replaced to resolve the reported problem. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.